Event description:
Falsely elevated vitamin b12 results (within the normal reference range) were obtained on separate samples from an individual patient on two testing dates. The results were reported to the physician. The patient was retested by an alternate methodology at a later date and lower results (below the normal reference range) were obtained. It is reported that there was no patient treatment on the basis of the falsely normal vitamin b12 results. The patient was treated with vitamin b12 injections after the low results were obtained with the alternate method. It was reported that there was some deterioration of the patient's condition in the interval between tests. It was reported that there was some neurological damage to the patient that was not reversed with the b12 injections.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated vitamin b12 results is interference from intrinsic factor antibody in the patient samples. The IFU for the dimension vista vitamin b12 flex reagent cartridge contains the following precaution. "Intrinsic factor blocking antibodies are present in approximately half of pernicious anemia patients. There is a low frequency possibility that high titers of these antibodies may not be completely inactivated during the reaction pretreatment step. If test results are in conflict with the clinical diagnosis, the sample can be tested for intrinsic factor blocking antibodies." Siemens healthcare diagnostics inc. Issued an urgent field safety notice dated (B)(6) 2012 to announce a voluntary recall of all lots of the dimension vista vitamin b12 flex reagent cartridge. It instructed customers to immediately discontinue use of the dimension vista vitamin b12 assay. The instrument is performing within specifications. No further evaluation of the device is required.